Event description:
Acct. Reports that the collar on the injection site "cracked" and as a result they lost the line on a triple lumen on a neonatal pt. The line was replaced but with no longterm effect for the pt.